Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and mildly tortuous anterior tibial artery. After an unspecified guide wire cross the lesion, the 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. The balloon was inflated however it ruptured at 8 atmospheres at an unknown number of inflation. The device was removed from the patient carefully. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es catheter with a coyote es shelf box. The batch number on the packaging and device matched the reported batch number. There was blood in the inflation lumen. Magnified inspection revealed a pinhole from the distal edge of the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and mildly tortuous anterior tibial artery. After an unspecified guide wire cross the lesion, the 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. The balloon was inflated however it ruptured at 8 atmospheres at an unknown number of inflation. The device was removed from the patient carefully. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.